Manufacturer narrative:
The check of the DHR of the lot # involved did not show any pre-existing anomaly on the (B)(4) pieces of conical reamer manufactured with lot #2015aa518 and the (B)(4) guides for the conical reamer manufactured with lot #2015aa622. This is the first and only complaint received on these lot#. We received the instruments involved: by a visual check, the tip of the reamer guide is worn. We performed a dimensional check of the pieces involved: according to this analysis, no dimensional anomaly was detected, thus confirming that the devices involved were released on the market in compliance to specifications. The freezing of the two instruments was probably caused by the fact that the conical reamer was not inserted in axis with the guide when the surgeon started reaming, thus making the process more difficult and causing the worn out of the guide. Moreover, the presence of bone or soft tissue at the coupling between the two instruments may have contributed to the freezing of the instruments, which could not be easily disengaged. Therefore, the event was not caused by the instruments themselves, but by external factors occurred during surgery. Pms data: this is the first and only similar complaint (reamer frozen with guide) received on the guide for conical reamer (code #9013.52.116) on a total of (B)(4) guide for conical reamer manufactured by limacorporate since 2013 ((B)(4)). This event was caused by a suboptimal use of the instrument, which eventually caused the wear of the reamer guide. No corrective actions planned for this specific case. Limacorporate will keep the market monitored on the reoccurrence of similar events.

Event description:
Intra-op issue involving the guide for smr conical reamer (code #9013.52.131; lot #2015aa518) and the smr guide for conical reamer (code #9013.52.116; lot #2015aa622). After the reaming of the humerus, for the insertion of the reverse humeral body, the conical reamer could not be disengaged easily from the guide. Event occurred in (B)(6).